Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user underwent reimplantation on (B)(6) 2024. It was mentioned by the clinic that the device had migrated out of the cochlea. Further information has been requested. Explanted device shipped to hq.

Event description:
The user underwent reimplantation on (B)(6) 2024. It was mentioned by the clinic that the device had migrated out of the cochlea.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Based on the received information from the field, the active electrode array migrated post-operatively partially out of cochlea as confirmed on the device explantation report form. This is a final report.